Event description:
Rv fracture, alert for rv lead integrlly warning and 128 short v-v episodes (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).